Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing high blood glucose level 474 mg/dl and 444 mg/dl. Insulin pump received insulin flow block alarm. Customer was using insulin pump within 48 hours of reported event. Insulin pump was on auto mode on the time of event. Customer performed fill cannula and insulin exited. Customer declined troubleshooting for high blood glucose level. Device will not be returned for analysis.